Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation. The valve remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The device history review (DHR) review was performed and revealed no issues that would have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification post implantation was unable to confirm due to unavailability of medical records and/or applicable imagery. A review of DHR did not indicate that a manufacturing non-confromance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing edwards technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification post implantation did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary (B)(4), no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 2 years and 9 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient presented with elevated gradient and thickening of the leaflets. Leaflet mobility was reduced and thickening. Thv leaflet calcification was moderate'. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at greater than 250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the thrombus is unknown; however, maybe due to the mechanism described above. Due to limited information, the exact cause of the valve calcification was unknown, but it was likely due to patient condition. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 2 years and 9 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient presented with a failed valve. The patient presented with elevated gradient and thickening of the leaflets and was symptomatic (shortness of breath). An echo performed two years and two months post procedure revealed a gradient of 19mmhg and 5 months later the gradient increased to 38mmhg, with an aortic valve area (ava) 0.78. Leaflet mobility was reduced, and thickening was noted. Thv leaflet calcification was moderate. According to the sonographer, thrombus is 'now aged and moving independently from the cusp'. The team was trying to rule at halt or leaflet failure. Approximately 2 years and 10 months post tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient underwent a valve-in-valve procedure with a 29mm s3 ultra resilia valve.